Manufacturer narrative:
This report is submitted on june 21, 2019, by cochlear ltd. On behalf of (B)(4). Exemption number e2016011. Registration number 3009092818.

Event description:
Per the clinic, the patient experienced a skin overgrowth on the abutment which was treated with an oral and topical steroid.